Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of diopter -7.5/1.0/087 (sphere/cylinder/axis) tore/broke during injection/ delivery into the patient's left eye (os) on (B)(6) 2024. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively on (B)(6) 2024. A replacement lens of the shorter length was implanted. Reportedly, "during the process of pushing the lens into the anterior chamber, the surgeon found that the front end of the lens was partially damaged, and immediately replaced the 12.6 spare implant." The problem was resolved. The cause of the event was reported as unknown.